Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent, the overlay tubing of the lead was extrinsically breached due to a cut, the overlay tubing of the lead was observed to have blood ingression, and visual summary analysis of the lead indicated apparent explant damage. The number of turns to extend and retract the helix is greater than specification due to the helix being bent. This is not a lead failure. All electric testing was within specified parameters. A conductor fracture was not observed. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: dtba2d4 implantable cardioverter defibrillator (ICD) (B)(6) 2013. (B)(4).

Event description:
It was reported that a lead revision occurred "shortly" after implant, approximately one month. During the device follow-up there were 4 non-sustained tachycardial - vt ventricular tachycardial episodes with noise in the right ventricular (rv) channel, and there may be a lead fracture. It was also reported that there may be a connection issue. Reprogramming was done and the device remains in use. It was further reported that under fluoroscopy contact between the lead and an old abandoned competitor pacing lead was observed. Subsequently the rv sensing configuration was changed from true bipolar to integrated bipolar (tip to rv coil). Using this configuration, noise disappeared. The rv lead was explanted and replaced. The device remains in use. No patient complications have been reported as a result of this event.